Manufacturer narrative:
No one was injured as a result of this event. Spacelabs field service engineer went to the customer site to evaluate the reported device. Patient data from the saved event report in (B)(4) (a retrospective review software) shows the telemetry system alarmed for v-tach at the time of the reported event. Spacelabs considers this issue closed.

Event description:
Customer reported there was no alarm for a v-tach rhythm.

Event description:
Spacelabs received an email report of a failure to alarm and failure to print the alarm record for an ICU patient. There was no alarm for the tachycardic rhythm strip attached to the customer report. Heart rate printed as 174/ min. The monitor tech found the high and low rates to be set at 170 and 50 at the bedside monitor. The unit did not alarm, but according to the print out it should have alarmed at 174/ min.

Manufacturer narrative:
No one was injured as a result of this event. Spacelabs is evaluating this event and will file a follow up report when our evaluation is concluded.